Event description:
I bought a product on amazon called hyaluronic acid suppositories by a brand called newlife naturals. After using the product a few times, I notice pain and irritation. I found out later through research that it is a medical device and needs a 510k clearance. This product was never cleared by the FDA and there is no clearance for the device. Therefore, it is illegally being marketed on amazon for vaginal lubrication (class ii medical device).